Event description:
It was reported the patient was not receiving effective therapy due to high impedances. X-rays indicated the lead was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.